Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance during surgical setup regarding persistent error 41070 and a nonfunctional master tool manipulator left (mtml) on one of the surgeon side consoles (ssc). The customer had already performed a standard power cycle and a hard power cycle using the emergency power off (epo), but the issue persisted. The tse reviewed the system and identified error 23027 indicating a digital potentiometer issue on the mtml. The tse then instructed the customer to shut the system down and disconnect the affected ssc. After the customer completed these steps, the error cleared and the procedure was planned to proceed using only one ssc. The technical support engineer confirmed that troubleshooting was complete and verified in the logs, prior to power cycling, that error 23027 was associated with the mtml. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtml). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.